Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced ipg site discomfort. The patient reported that the ipg was coming out of the pocket. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein, the ipg was revised. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.